Manufacturer narrative:
Results - 3221 is based upon no device return; 213 is based upon functional testing of the unused returned sample. Conclusion - 4315 is based upon no device return; 67 is based upon functional testing of the returned sample. The actual device was not returned to the manufacturing facility for evaluation. However, a unused sample was returned for evaluation. There were no issues found upon functional testing of the unused sample. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the unused sample. The returned sample was found to be of the normal product. However, without the actual sample, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. Patient was reported to be (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device packaging was checked, and with correct product opening and correct product handling. When retracting the system (anchor to the vessel wall), bleeding occurred despite a correct advancement of the green tube. Hemostasis was not achieved, despite a prolonged holding of the green tube; up to 30 seconds. The customer removed the tube, and the fiber was cut off, followed by manual compression and a femostop. A pressure bandage was applied for 4 - 6 hours. The procedure performed was a percutaneous transluminal coronary intervention. The procedural sheath used was a 6fr. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was not performed. It was a right femoral artery puncture. Bleeding occurred out of the procedure room, blood loss was less than 250cc. The patient was reported to be in stable condition. Manual compression was applied, and there was 3-4 hours of femstop compression used. It was a right femoral artery puncture. The patient was hospitalized; however, the hospitalization was not extended due to the event. There were no other devices or equipment used with the reported product.